Manufacturer narrative:
Initial.

Event description:
It was reported that a user needed assistance pairing a freestyle libre 3 plus continuous glucose monitor (cgm) sensor with the ilet and had been previously disconnected for a set time period; after a required firmware update, it was identified that the user¿s freestyle libre 3 plus sensor was already paired to the libre app, preventing pairing to the pump. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included the user remaining off the pump until a replacement sensor is obtained. User support included guided troubleshooting and user education, device settings review, and confirmation of firmware status and cgm pairing state. Investigation of this case revealed normal pump function with the issue attributable to the cgm sensor being paired to another device, consistent with expected single-pairing design limitations. It was concluded, based on previously established findings for similar reports, that user setup and external device pairing caused the event.